Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified ongoing issues with the ion selective electrode (ise) results. The service documentation revealed that the fse determined the root cause was due to an intermittent valve failure and also noted the detergent solution not made properly. The fse documented that parts were ordered for the next day; to resolve the issue. The fse identified ongoing issues with the ion selective electrode (ise) results. However, following the service activity, there was no documentation to confirm the instrument was restored to full functionality. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted.

Event description:
The following erroneous results were reported: erratic ise (ion selective electrolyte).